Event description:
The office reported 8 to 10 patients had replacement of restorations. The office used two different lot numbers during this time. They did not know which patients the different lots were used on. The office only had incident details for one of the ten patients. Five of the ten reports will be for one lot and the other five will be on the other lot. This is the fifth report for device #1. The details of this and the other 8 incidents are not remembered. Only the first report will have incident details for this reason. On (B)(6) 2012, (B)(6) from dr. (B)(6) office called about gcb&d. She said they have been using this a long time in this office and have had several patients' return complaining of sensitivity. They have had to remove the fillings and replace them. I asked if she could tell me how they use the product. She said they prep the tooth, etch and rinse. Apply gcb&d and cure. I asked how many applications of the gcb&d they apply and she said one usually, sometimes two but mostly just one coat. I asked how long they cure the bonding agent and she said 10 seconds. I explained the directions for use state they need to apply three coats, let sit for 15 seconds and light cure for 20 seconds. I asked her if she would like a copy of the directions for use and the msds. She refused stating they have these already. I asked if the doctor uses water spray when he is prepping the tooth and she stated most of the time. I asked her how many fillings they have had to replace and she answered that she has only been with this office for about a month and they have had to replace fillings on 8-10 patients during this time. I asked if the fillings were single units or multiple and she said multiple fillings per patient. They have a patient coming in today for this. They usually begin by checking the bite and adjusting if needed. Today, they are removing the filling and placing a sedative filling to see if the tooth will calm down. I told her the sensitivity is more than likely coming from the use of only one coat and a 10 second cure. On 05/08/2012, spoke to (B)(6). She said she has been an assistant there for a long time. She said that in (B)(6) the patients started calling because of cold sensitivity after restorations were placed. She said that all of the patients were younger. A few were male and most female. She said that they always try a bit adjustment first, but have had to replace the fillings on the patient. She said that all the patients that have had the restorations replaced are now doing fine. I asked if she could get the age, gender, treatment areas and dates for the other patients involved. She said that she would try, but 05/23/2012 spoke to (B)(6). I asked how the patients were doing. She said that all of the patients they replaced restorations were doing well.

Manufacturer narrative:
As allowed by exemption # (B)(4), heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. The directions for use recommend, "dispense gluma comfort bond + desensitizer into a well, soak the applicator tip or a soft disposable brush, and apply a copious amount to the entire cavity surface. Apply two additional coats of gluma comfort bond + desensitizer and wait for 15 seconds." User stated, "she usually uses one coat, sometimes two but mostly just one coat." This is not according to the directions and does not give the proper film thickness thus reducing bond strength which can lead to micro leakage of the restoration. The leakage could potentially contributing to the sensitivity. Sensitivity could also have been caused by the preparation of the tooth for restoration. This is either a user error issue or a natural response to the tooth preparation.